Manufacturer narrative:
Evaluation: the zenith flex aaa endovascular graft with the h&l-b one-shot introduction system is indicated for the endovascular treatment of pts with abdominal aortic or aortic-iliac aneurysms having morphology suitable for endovascular repair, including: adequate iliac-femoral access compatible with the required introduction system, non-aneurismal infrarenal aortic segment (neck) proximal to the aneurysm: with a length of at least 15mm, with a diameter measured outer wall to outer wall of no greater than 32mm and no less than 18mm, with an angle less than 60 degrees relative to the long axis of the aneurysm, and with an angle less than 45 degrees relative to the axis of the suprarenal aorta. Iliac artery distal fixation site greater than 10 mm in length and 7.5-20mm in diameter (measured outer wall to outer wall). No product was returned to assist in this investigation. An internal clinical review indicated that the event was caused by adverse pt anatomy.

Event description:
Pt had aaa repair procedure in 2007. There was a type I endoleak so, another manufacturer's stent was used to repair it. The pt had a type I endoleak at the proximal neck of the endograft, which was why another manufacturer's stent was used. After the placement of that stent, there was still a slight type I endoleak, but it had improved. The pt was not a good candidate for open repair. On his follow up CT, the endoleak was gone and pt is doing fine.